Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, fever and loose motion. The patient was hospitalized and was treated with vancomycin injection (1gm) and meropenem injection (1gm) for peritonitis. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to breach in aseptic technique. On the same day as the event onset, the patient was hospitalized and was treated with the previously reported treatment and was ongoing. Three days after the event onset, the patient passed away due to low oxygen level in the hospital. The cause of the low oxygen level was unknown. At the time of death, the patient was not recovered from the peritonitis event. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.